Manufacturer narrative:
This report require a correction. Correction: the product code listed in the initial report was 1261.20g, but it should have been 1261.203a. The customer initially reported that the catheter involved in this issue is 1261.20g, and the lot number is 24c016d. However, upon reviewing the lot history record for lot number 24c016d and the additional information provided by the customer, it was found that this lot is associated with 1261.203a, not 1261.20g. Since we did not receive the faulty sample or an image showing the defect, an investigation of the sample is not possible. As a result, no root cause analysis can be performed, and therefore, this complaint cannot be confirmed. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out during production. Corrective action: due to the missing sample, no further corrective action initiated by quality management as no root cause analysis can be made. Should a problem occur with our product in the future, please send us a representative picture or, even better, the faulty sample.

Event description:
A 20 cm PICC line was inserted into the left arm of a baby to a depth of 12cm. PICC line was noted to be leaking once the line had been secured and dressing applied. Leaking noted at the 20cm mark. Line was removed and team elected to place a piv.

Manufacturer narrative:
The details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
A 20 cm PICC line was inserted into the left arm of a baby to a depth of 12cm. PICC line was noted to be leaking once the line had been secured and dressing applied. Leaking noted at the 20cm mark. Line was removed and team elected to place a piv.